Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump usb port was damaged resulting in difficulties charging the pump. Customer¿s blood glucose level was in 93-158 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.